Event description:
Patient on ventilator in ICU. Had just returned from a test in another department. The ventilator had accompanied the patient to the ancillary dept for use during testing. The patient was bagged during actual transport. Once returned to ICU, the patient was placed back on the ventilator by the respiratory therapist. Two nurses remained in the room caring for the patient. Within minutes, one nurse asked if they smelled smoke. Just at that time a loud pop was heard from the ventilator which was followed by the ventilator alarm. The patient was immediately removed from the ventilator, bagged and removed from the room. At the same time the ventilator was unplugged from the wall. The settings on the ventilator at the time were: a/c 15; vt 650; fio2 40% and peep 5. The respiratory therapist reportedly did not notice any problems or anything unusual when setting up the ventilator upon return to the ICU. The ventilator alarmed appropriately and there was no harm to the patient or staff.